Event description:
Information alleged that the bed had slow manual CPR function. No injury reported.

Manufacturer narrative:
Technician located the bed in facilities maintenance. Found the bed had slow manual CPR function due to a defective CPR and trend valve. Replaced the valves to resolve this issue.